Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm thoracic aortic aneurysm. Vessel morphology was reported as bovine arch, the 5.3 cm aneurysm was up to the subclavian artery, and the aneurysm was filled with thrombosis. It was reported that when the physician started the deployment of the stent graft, the physician may have pulled back to fast, the apex of the device got caught on the thrombosis resulting in misaligned deployment and inaccurate delivery lower then intended. The physician successfully placed a second device. There were no endoleaks reported. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: (did not follow the recommended deployment technique in the instructions for use). Conclusions: ( did not follow the recommended deployment technique in the instructions for use). Secondary intervention. Other - misaligned deployment.